Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with low flow alarms. The pump was interrogated, and lactate dehydrogenase was normal with no evidence of pump or outflow graft thrombosis. On (B)(6) 2024, cardiac computed tomography (CT) morphology showed patent left ventricular assistant device (lvad) inflow and outflow grafts. A right heart catherization (rhc) was performed on (B)(6) 2024 and captured hypovolemia. A transthoracic echocardiogram (tte) was performed (B)(6) 2024. The pump speed was 5200 rotations per minute (rpm) and left ventricular end-diastolic diameter (lvedd) was 5.4 centimeters (cm). The patient's left ventricular ejection fraction (lvef) was 20 to 25% and mild right ventricular (rv) enlargement with severe dysfunction and trivial aortic regurgitation and pericardial effusion were noted. The rhc was repeated on (B)(6) 2024 and still captured hypovolemia. Telemetry showed nonsustained ventricular tachycardia (nsvt). The low flow alarms persisted despite progressive volume resuscitation, decrements in pump speed, amiodarone, mexiletine and beta-blockade, but ventricular arrythmias were diminished. The patient remained with disabling symptomatic postural hypotension due to hypovolemia despite lowering pump speed from 5400 to 5000 rpm, aggressive volume resuscitation, compression stockings, and holding guideline-directed medical therapy. The patient's adrenals were competent by the adrenocorticotropic hormone (acth) stimulation test. The patient had no evidence of infection, and the international normalized ratio (inr) was at goal. The patient was noted to have stable normocytic anemia. The event log files captured audible low flow events in the presence of elevated pulsatility index (pi). A low flow alarm software update was performed on (B)(6) 2024 on the primary system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
A low flow alarm software update was performed on 25jun2024 on the backup system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event and controller periodic log files collectively contained events from 23may2024 through 03jun2024. Several transient low flow hazard alarms were captured on (B)(6) 2024 through (B)(6) 2024. Of note, elevated pulsatility index (pi) values were observed during the low flow events. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure, pericardial fluid collection and cardiac arrhythmia. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the left ventricular assist device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿ cautions that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. This section also contains a subsection entitled ¿right heart failure¿ with additional information. Additionally, section 6 lists hypovolemia and arrhythmia as potential late postimplant complications that may be associated with the use of the heartmate 3 lvas. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 liters per minute (lpm). No further information was provided. The manufacturer is closing the file on this event.